Manufacturer narrative:
The device evaluation found screen turns off (image disappears when angle is adjusted). Based on the results of the investigation, it is likely that the following led to the malfunction: known inherent risk of device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited screen turns off (image disappears when angle is adjusted). There was no patient involvement.